Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against this trend code are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive result with the binaxnow covid-19 antigen self test on (B)(6) 2022. Confirmation testing with pcr on 03jan2022 generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow covid-19 antigen self test. Confirmation testing with pcr generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow covid-19 antigen self test. Confirmation testing with pcr generated negative results. No additional patient information, including treatment and outcome, was provided.